Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6, device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed as fold flaw opening and missing shell assessed as inconclusive. Pain: unable to observe since it is not related to the device. Additional observations: creases are observed. Wear abrasion is observed. Stress marks are observed assessed as non-penetrating nick. Observed 40 mm dark patch edge material inside gel device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side rupture and pain. Later healthcare professional confirmed left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side pain and rupture confirmed by CT scan. Device remains implanted.

Event description:
Device has been explanted.